Event description:
Patient reported right side rupture and pain. Healthcare professional additionally reported fear of alcl. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: not observed. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedures deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture with pain (confirmed by physician). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Healthcare professional later reported "fear of alcl". Device explanted.